Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with a1 patient identifiers for the following systems: cn-200428 - cpla-0002244466 ¿ aviva meter - system 1 - serial number - (B)(4). Cn-200429 - cpla-0002244551 ¿ aviva meter - system 2 - serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 252 mg/dl on aviva system (system 1) and 121 mg/dl on husband¿s aviva system (system 2). The same lot but different vials were used on both meters. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent. .